Event description:
(B)(4). Nickel allergy. Severe bloating. Severe weight gain. Sharp abdominal pain. Irregular bleeding. Heavy menstrual cycle. Lack of sex drive. Depression, anxiety disorder. Vision loss, leaking/oozing sores.